Event description:
It was reported that a patient underwent laparoscopic prolapse treatment, anterior and posterior promoto-fixation with conservation of the uterus (posterior and anterior hysteropexy) with tubal ligation and treatment of stress urinary incontinece on (B)(6) 2016 and mesh was implanted. The patient reported experiencing intense stomach ache on the right side due to perforation of the rectum as a result of migration of a urinary mesh or promonto fixation. The patient had to undergo an initial emergency reconstructive operation in april 2019. Then the total removal of the surgical material in august 2021 which resulted in the resection of two thirds of the patient's rectum. The patient now suffers from constant pain and inability to have a bowel movement without medication. The patient already suffers from sed (unknown in 2016) and basedow's disease and is currently on disability. No further information is available as the patient contact details were not disclosed.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Related events captured via 2210968-2023-09957, 2210968-2023-09958, 2210968-2023-09959 and 2210968-2023-09960.